Manufacturer narrative:
Pt's history was not provided by the clinic. There were no alarms documented during the treatment. Since the facility experienced "total fluid removal error" alarm # 60 before the date of the incident, in 2006, gambro technical services (gts) field rep, arrived at the clinic to inspect the phoenix machine. He reported that he was unable to inspect the machine at that time, as the machine was being used for a pt treatment. The tech instructed the staff on why a "total fluid removal error" alarm # 60 occurs and reviewed with the staff the proper way to solve the problem, referring to the operator's manual. Eight days later, the service tech returned to the clinic to inspect the machine and was made aware of this event. He performed a complete set-up and t1 test, verified all tests passed within MFR's specifications. He verified fluid removal of 800 mls in 30 minutes with complete blood circuit and dialyzer. Fluid was removed as prescribed on the set screen at 1.60 liters/hours.